Event description:
Customer reported that the pump was damaged where the cartridge was loaded, resulting in cartridges no longer clicking into place properly. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional follow-up was required by technical support.